Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -15.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault and significant reduction or iridocorneal angles. A replacement lens of shorter length was later implanted and the problem resolved.

Manufacturer narrative:
Health effect- clinical code 4581: significant reduction of ica. (B)(4).